Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on 16may2022 the patient while in the hospital developed major bleeding in the upper gastrointestinal tract. Four to eight units of red cell concentrate per 24 hours were transfused. Medication treatment was given and the anticoagulant drug at time of event were warfarin and aspirin. The patient had a documented history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. An erosion was found in the duodenum.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hemostatic clip stopped the bleeding. The patient was in good condition and was currently under outpatient follow-up.